Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited fracture, noise, undefined high impedance and polarity switch. Reprogramming occurred and the lead was subsequently replaced. No patient complications have been reported as a result of this event.